Manufacturer narrative:
The device history record (DHR) was reviewed and it passed all acceptance criteria. Product was manufactured in august 2015. The expiration of the finished product is july 21, 2015. The product was still within the expiration period (the incident occurred 1 month prior to expiration). In addition, the DHR was reviewed for the hydrogel body sub-assembly and met all acceptance criteria. The uv dosage outputs for curing the hydrogel bodies were within the proper range. The conductive silver/silver chloride ink and gel batch mix sheets were also reviewed. All components and mix time were within tolerance. During the production of hydrogel bodies, four corner peel testing per lab specification is performed to simulate the removal of the electrode release liner by a clinician prior to delivering therapy (corners of gel body are lifted from the liner to evaluate for release of gel from the substrate). A complaint sample was received in the form of 1 defibrillation electrodes and one opened pouch from the customer. The pouch indicated production lot number 521708x. Upon visual inspection of the electrodes gel delamination from the substrate was observed along the bottom of one of the electrodes. The electrode was stuck to the back of the foam cover of the other electrode. Due to this, the investigator was unable to evaluate the pad as the gel was completed stuck to the foam and separating the two pads was destructive. The deg ree of delamination on the on electrode pad was evaluated on the complaint sample. The degree of gel separation/delamination was determined as follows: one electrode pad had delamination at 11% and as previously stated the other could not be evaluated. The delamination did extend into the silver printed area; however, it did not include conductive mat area. All of the gel delamination was within (B)(4) maximum hydrogel separation from the adult electrode criteria. Based on the complaint description provided by this complaint, the issue is confirmed as gel delamination; however, it could not be determined if it was related to the manufacturing process. In terms of a potential root causes, either the gel was insufficiently cured (the strength of the bond between the gel and the substrate was too weak) or there was insufficient silicone on the mylar liner (the strength of the bond between the gel and the plastic liner was too strong), however none of the production records or incoming inspection records indicate this occurred. Another potential root cause related to manufacturing is that the silver ink re-mixing was not adequately performed during the sub-assembly printing process. If the silver ink is not adequately performed it may not properly dry, which could result in gel not properly adhering to the silver printed substrate. This may contribute to gel delamination. Silver mixtures can become separated over time because they are suspensions; this is visually detectable prior to use. If re-mixing is required the machine operator documents this process occurred and that the silver mixture met the required acceptance criteria. A review of the production records indicated that silver re-mixing was not required. Additionally, gel delamination may become exacerbated if the defibrillation electrodes are not in proper storage. As indicated on the product packaging proper storage and usage of the electrodes is critical to the performance of the gel. The electrodes should be stored in their sealed protective pouch in a cool, dry place and out of direct sunlight. Do not open package until ready for use. Do not bend, fold, or puncture the packaging. Improper storage conditions and/or handling of the product may compromise gel properties prior to the expiration. The environmental and handling condition in which the product was stored was not provided with the complaint. Based upon the investigative details and the root cause evaluation, no further corrective or preventative actions will be taken at this time in relation to the exhibited delamination. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that when the protective plastic was removed from the defibrillator pads, much of the conducting gel came off as well. This made the defibrillator pads unusable. The product was not expired and they used another set of the same product code. The customer further reports that there was no medical intervention and no injury as a result.

Manufacturer narrative:
Post-market vigilance led an evaluation of one received sample. Upon visual inspection of the electrodes gel delamination from the substrate was observed along the bottom of one of electrodes. The electrode was stuck to the back of the foam cover of the other electrode. Due to this, the investigator was unable to evaluate the pad as the gel was completed stuck to the foam and separating the two pads was destructive. The degree of delamination on the on electrode pad was evaluated on the complaint sample and the degree of gel separation/delamination was determined as follows: one electrode pad had delamination at 11% and as previously stated the other could not be evaluated. The delamination did extend into the silver printed area; however it did not include conductive mat area. All of the gel delamination was within 45% maximum hydrogel separation from the adult electrode criteria. The reported condition was confirmed. This report has been added to our product complaints database which is monitored for similar occurrences. In terms of potential root causes, either: the gel was insufficiently cured (strength of the bond between the gel and the substrate was too weak) or there was insufficient silicone on the mylar liner (the strength of the bond between the gel and the plastic liner was too strong), however none of the production records or incoming inspection records indicate this occurred. A second potential root cause is that the silver ink re-mixing was not adequately performed during the sub-assembly printing process. If the silver ink is not adequately it may not properly dry which could result in gel not properly adhering to the silver printed substrate. This may contribute to gel delamination. A third potential root cause is that gel delamination may become exacerbated the defib electrodes are not improper storage. As indicated on the product packaging proper storage and usage of the electrodes is critical to the performance of the gel. No corrective actions required at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2018. Manufacturing and expiration date was originally reported as: "product was manufactured in august 2015. The expiration of the finished product is july 21, 2015" and should be "the product was manufactured in july 2015. The expiration of the finished product is july 21, 2017". If information is provided in the future, a supplemental report will be issued.